Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. Also, the insulin pump was received with missing end cap sticker. No moisture damage found inside the pump noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed button error. Customer stated that no button shave been pressed for more than three minutes. Customer stated the insulin pump was exposed to moisture. Customer's blood glucose was unknown.